Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 8mm proximal of the weld site. The proximal section of j stiffener wire measures approx 80mm and has migrated down lead body approx 23mm proximal of weld site.